Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2026, during a pacemaker check, telemetry communication could not be established using orchestra plus. The programmer was changed to smarttouch, and telemetry communication was successfully established after multiple attempts. It was subsequently confirmed that the modes, polarities, and other configuration settings had been reset to settings close to those at shipment. The eno dr device was then manually reprogrammed to settings close to those configured at the time of implantation. According to the medical engineer who performed the pacemaker check, the check was conducted with the patient in a seated position. The patient exhibited a stooped posture with inwardly rounded shoulders, and as a result, it was difficult to appropriately position the wand. The previous pacemaker check had been performed approximately one year earlier, on (B)(6) 2025. No relevant data were stored in orchestra plus; however, cso files corresponding to both the previous pacemaker check and the current pacemaker check were obtained from smarttouch. Based on these events, the next pacemaker check is scheduled for on (B)(6) 2026.